Event description:
It was reported, that pump was returned for repair, due to potentially cracked occlusion seal. There was unknown patient involvement.

Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. Service history review identified there was no indication, that the complaint was related to a service of the device within the review period. Visual evaluation of the device found, a damaged downstream occlusion (dso) seal. Accuracy test was performed and device passed (+0,541%). The dso seal was replaced to address the primary problem.